Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was explanted and replaced due to dislodgement. The patient condition is good.

Manufacturer narrative:
Analysis was normal. No anomalies were found.